Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power loss alarms. The customer¿s blood glucose was unknown. Customer stated there was no alarm during while having low battery. Troubleshooting was performed. The battery was not used previously. The insulin pump does not have any damage. The insulin pup will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or battery power loss were noted. (B)(4).